Manufacturer narrative:
The subject device is not available for a technical analysis. Additional information is currently being requested by the manufacturer regarding the results of the CT scan on the patient and current condition of the patient.

Event description:
Boston scientific neurovascular became aware that the subject device was positioned and deployed properly as viewed under fluoroscopy, however, the proximal end of the stent seemed to have stuck in the delivery system, and ended up deploying 2-3 cm proximal of where it should have been delivered. The physician thinks that the stent must have broken in half. The physician will be performing a CT scan on the patient in order to try to see exactly where the stent is and where the stent coverage is located. No complications were reported to have occurred with the patient as a result of this event.